Manufacturer narrative:
(B) (4) review of lot records/work orders, prior reports. No issues were noted. (B) (4) use of device with aortic neck length less than 15mm is off-label per indications for use.

Event description:
Patient presented with reverse taper neck over 13mm length (off-label), moderate-severe angulation. Access and deployment of a 25-16-120bl bifurcated device was uneventful. A 28-28-95rl proximal extension was deployed. During ballooning the extension was inadvertently pulled down causing a slight intraoperative proximal type I endoleak. A p-4010 palmaz stent was used which resolved the issue.